Manufacturer narrative:
Photos of the rash on the leg were received but not of the suspected applicator in question. As a result, bd was unable to verify the reported issue was due to the unknown chloraprep use. Unfortunately, a definitive root cause could not be identified at this time. A production record review could not be completed as no batch/lot information was available. No further actions are required. This failure will continue to be tracked and trended.

Event description:
It was reported that: a rash occurred after surgery. Verbatim: consumer called and stated, I had surgery on october 5th at the (B)(6) surgery center in (B)(6). After a couple of day I noticed a rash. I thought it would get better with time but it has gotten worse. I don't think I should have to pay for cream treatment and here what I want. I want the company to send me some hydrortisone overnight to help me with the treatment of this rash. I want this done urgently !!note: pictures will be sent in by the consumer via the complaint email address.

Manufacturer narrative:
(B)(4). Initial emdr submission. A follow up emdr will be submitted if additional information becomes available. (B)(4).

Event description:
It was reported that: a rash occurred after surgery . Consumer called and stated, I had surgery on october 5th at the (B)(6) center in (B)(6). After a couple of day I noticed a rash. I thought it would get better with time but it has gotten worse. I don't think I should have to pay for cream treatment and here what I want. I want the company to send me some hydrocortisone overnight to help me with the treatment of this rash. I want this done urgently. Note: pictures will be sent in by the consumer via the complaint email address.